Event description:
It was reported that the patient¿s signs/symptoms were getting worse and he had had an increase in pain about 6 months ago. About 3 months ago, the patient was diagnosed with a granuloma via MRI. The neurosurgeon planned to perform a lami at the catheter tip (catheter tip was at t10) and remove both the granuloma and the catheter tip. He planned to leave the rest of the catheter in place. The device system was delivering dilaudid and clonidine. It was later reported that the patient¿s symptom was increased pain. The patient had surgery to remove the mass. Following the procedure the patient was receiving effective therapy.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).